Event description:
A nurse reported that an intraocular lens (iol) was exchanged because the "capsule was not holding". The iol was replaced with a different model lens. In a f/u, the surgeon reported the iol was in the capsular bag, but there was a small rent in the capsule and the iol would not remain centered when the pt was upright. The surgeon reported the event resolved following placement of a sulcus lens.

Manufacturer narrative:
The product was not returned for analysis. Results for the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/16/2010, 11/30/2010, and 12/02/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 12/04/2010. (B)(4).